Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the severely tortuous left anterior descending artery. A 4.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on the distal end of stent, stent struts were damaged and bunched proximally up to around the mid-section of the stent. The undamaged proximal section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the severely tortuous left anterior descending artery. A 4.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.